Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that therapies were programmed off, and a lead revision is planned.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a jump in impedances to high levels, as well as oversensing in the form of multiple short v-v intervals and an increased sensing integrity counter (sic). Some instances of possible noise were observed, and a lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.